Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Initial reporter occupation: occupation: cath lab - supply. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported an issue that the involved angio-seal device was not working properly at the time of deployment. Additional information was received on 23 feb 2022: the procedure performed was a peripheral procedure, using a 5 fr sheath with no difficulty. The doctor dealt with the lesion/clot with various devices, wires, and catheters without any difficulty. At the end of the procedure, an angiogram was performed, and it showed no contraindications for the angio-seal device deployment. After the angio-seal was inserted, the doctor pulled back the top of the mechanism to hear two clicks and lock the device in place for deployment. The doctor commented that it didn't feel right. The doctor proceeded to deploy device and the entire device came out of the patient. Therefore, pressure was held, and the procedure was completed. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 8 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was not visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).